Event description:
The account alleged that the pivot block broke on the right-hand side of the head section, causing the head section to drop. According to the account, the bed was located in the coronary department with a pt in the bed when the problem occurred. The account stated that the pt was not injured as a result of the problem. The account also stated when the head section dropped; the CPR handle came in contact with the headboard and poked a hole in the head board.